Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer removed or added insulin outside of the load sequence. Tandem technical support informed customer that removing or adding insulin outside of the load sequence, is off label per the tandem user guide. Customer¿s blood glucose level was 380 mg/dl.